Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in had excessive epoxy. The following information was provided by the initial reporter translated from spanish to english: "it is reported that a quality problem was detected in material 300017, since 'when preparing the mixture of medicines in base solution, they noticed that the hypodermic needle was obstructed'. Patient already hospitalized due to dehydration, when preparing the mixture of medications in a base solution, they realize that the hypodermic needle is clogged. The needle has a defect where the material that joins the metal portion with the plastic base of the needle is obstructing its lumen, which is why it cannot be used and it is necessary to use a new one."

Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual inspection, white substance is observed, this excess material is epoxy, the adhesive used to join the cannula with the hub, which likely caused the clogged needle. No other defects or issues observed. Furthermore, a device history record review showed maintenance records related to the incidents reported, therefore clogged needle is also confirmed. Based on the teams investigation, possible root cause is associated with variation of resin application and assembly of the needles, actions were taken immediately during the batch production to mitigate the issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional information received. Was the reported incident observed before, during, or after use on the patient? Before during the preparation of the medication was there any harm to the patient/health care professional (detail)? No; was there a need for medical and/or surgical intervention due to the event (imaging tests, surgery, medication administration, etc.)? No; what medication was being administered and type of bottle? Saline solution 0.9% saline solution 0.9% saline solution 0.9% saline solution 0.9% saline solution if the probe is observed through the lumen, is it possible to observe an obstruction? No does the probe have resin all over its surface? No does the white resin extend through the needle more than usual? No.